Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer in the USA with supplemental information from the peritoneal dialysis registered nurse (pdrn) of peritonitis in a home patient (hp) coincident with dianeal and extraneal therapies. On an unknown date the hp experienced contamination of their lines caused by their cat biting through the line. The hp was diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized the same day for the peritonitis event. The hp was treated with vancomycin ip (dose and frequency not reported) and ciprofloxacin po (dose and frequency not reported). The hp was discharged from the hospital on (B)(6) 2012. Dianeal and extraneal therapies were ongoing. The hp was retrained on proper aseptic technique. The hp has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Based on the information obtained during baxter's investigation, this incident was confirmed because the home patient experienced contamination of their lines caused by their cat biting through the line, which is a use error that will cause damage to the line and led to peritonitis. The label review found the labeling adequate for the prevention of the use error that was identified in this event. A follow up report will be submitted if additional information becomes available.